Manufacturer narrative:
(B)(4) initial emdr submission. A follow up will be submitted when additional information becomes available.

Event description:
Because of the broken catheter nose the drainage line was not properly connected which led to a pneumothorax. The patient was connected to a vacuum pump and the catheter valve was exchanged.